Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage cannot be confirmed. The patient was admitted due to the inability to get access to their vad equipment over the weekend. A log file from time of the reported event was submitted to make sure there were no driveline issues, as the entirety of the patient¿s driveline was covered in tape. The log file contained approximately 29 days of data, spanning from (B)(6) 2019 08:28 to (B)(6) 2019 12:07, per the timestamp. The fixed speed was set to 9000 rpm and the low speed limit was set to 8400 rpm. Pump power, flow, and pi ranged from 4.1-6.7 watts, 2.8-8.0 lpm, and 3.9-7.8, respectively. The patient was supported on battery power for the entirety of the log file. Several low voltage advisory alarms were recorded throughout the log file which appeared to occur when the patient did not exchange power sources after their batteries ran below the low voltage threshold. Following each occurrence, the patient connected to charged batteries and the alarms cleared. No other atypical alarms or driveline related issues were captured, and the pump speed was recorded above the low speed limit throughout the log file. The patient was discharged home and remains ongoing on vad support. No product available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. The heartmate ii patient handbook and the heartmate ii instructions for use explain all alarms, including low voltage advisories, and the proper actions to take if the alarm cannot be resolved. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient had tape on their driveline due to cosmetic damage and the log file revealed that the advisories were not related to the driveline and that the wear and tear was only cosmetic.